Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On 03-30-2023 the distributor reported the following additional information: the pump history was reviewed and there was no indication that the battery was functioning abnormally. The pump was functioning properly. This event does not meet MDR requirements as defined by 21 cfr 803.